Event description:
It was reported that a dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 32 x 2.25mm promus elite mr drug eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. Vascular access was obtained via the radial artery. A promus elite stent was deployed in distal lad. Post deployment, a proximal edge dissection in the proximal part of the stent was observed. A 2.75 x 20mm promus select stent was deployed it proximally and overlapping to cover the dissection, and completed successfully the procedure. There were no further patient complications and the patient status was stable. It was further reported that the lesion was pre-dilated with a semi compliant balloon. The stent was deployed at 11 atmospheres with no issues encountered. A 2.5 x 8mm balloon was used to post dilate the stent and afterward, the dissection was noticed. The patient condition is good.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 32 x 2.25mm promus elite mr drug eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. Vascular access was obtained via the radial artery. A promus elite stent was deployed in distal lad. Post deployment, a proximal edge dissection in the proximal part of the stent was observed. A 2.75 x 20mm promus select stent was deployed it proximally and overlapping to cover the dissection, and completed successfully the procedure. There were no further patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.